Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with less than 300 units of insulin during the load sequence. Customer added more insulin to the existing cartridge. Customer¿s blood glucose level was 131 mg/dl.